Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No motor error alarm and no excessive no delivery alarm noted during the testing. Motor passed motor test. (B)(4).